Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that lead noise on both atrial and ventricular lead was observed during device check. The asymptomatic patient was in the hospital for unrelated reasons. There were no other electrical anomalies. Device was reprogrammed. The patient will be followed normally.